Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision,residual astigmatism. The lens was explanted in a secondary procedure and replaced with non company lens. The clinical reason for the explant was residual astigmatism. Additional information has been requested; however, further information has not been received.